Event description:
Related manufacturer report number: 2017865-2024-73542. It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed over-sensed noise exhibited by the right atrial (ra) lead that caused inappropriate automatic mode switch (ams). Noise also appeared on the ventricular discriminator channel of the implantable cardioverter defibrillator (ICD). No interventions were made. The patient was stable.